Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and infection.

Event description:
Patient reported "left implant had ruptured and leaked into my armpit infecting a lymph node" "implant with rippling" and pain. The device has been explanted.